Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 65 mg/dl. Low bg cause was not known. Reportedly, the customer experienced a seizure, bitten tongue, neck soreness, and muscle pain/aches due to the low bg event. Customer consumed carbohydrates to initially address bg and a family member provided assistance by transporting the customer to the emergency room (ER). The customer was admitted to the emergency room where healthcare providers administered a glycogen injection, intravenous saline, intravenous insulin, saline fluids, and insulin fluids to treat the low bg. The customer was released with the issue resolved and no permanent damage. During troubleshooting with tandem technical support, a system check was performed and the pump was performing as intended; customer understood and acknowledged this information.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: there is no evidence that the pump experienced a malfunction or failure.